Event description:
The patient reported he returned his insulin infusion device a few days ago as the "h" button on the device was not properly responding. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was returned for evaluation.